Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and urethral sphincter deficiency.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent implantation of a boston scientific advantage fit sling, a graft augmented posterior colpoperineorrhaphy using the meristem pelvic floor matrix, and a cystourethroscopy on (B)(6) 2014 due to sui with urethral hypermobility and recurrent rectocele. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.